Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal prialt (25 mcg/ml, 2.301 mcg/day) via an implantable infusion pump, and was changed to saline (1 mg/ml, 0.048 ml/day). The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient was transitioning from the doctors office doing refills, to pentec. Pentec refused to refill the patient, since they had not seen the patient. The hcp was going to fill the pump with saline, until pentec took over, as the alarm was occurring and no drug was in the pump. The hcp filled the pump with saline and programmed the new saline concentration at 1mg/ml. The simple continuous dose was set to 0.048 ml/day. A bridge bolus was programmed for the prialt that was remaining in the internal tubing and catheter. The bolus dose was going to be programmed at 2.4 mcg/day; however, considering the pump was at 0 ml, the hcp decided to use the patient's previous starting dose of 1.2 mcg/day. No symptoms were noted. Additional information was requested regarding the event date, symptoms experienced, concomitant medications, medical history, and resolution. Should information become available, a follow-up will be submitted.